Event description:
Boston scientific received information that one week following implant procedure, right ventricular (rv) lead pacing threshold measurements increased to greater than 7.5 v with loss of capture (loc). Rv pacing impedance measurements increased to greater than 2,000 ohms, with r-wave measurements from 17mv to 20mv. It was noted that this patient was not pacer dependent and loc did not lead to asystole with greater than two seconds duration. A revision procedure was performed and it was found the setscrew was not fully inserted. Once the setscrew was adjusted, stable measurements were observed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.